Event description:
It was reported the pt experienced a loss of efficacy. The pt was admitted to the hosp. The pt had a worsening of symptoms the last few days and believed the ins battery was depleted. After replacing the battery in the programmer, the indicator lights on the pt programmer indicated only the 9 volt battery light. The pt was to be admitted for replacement of the device. Reference mr report #3004209178201001130.

Manufacturer narrative:
(B) (4).